Manufacturer narrative:
(B)(4). Date sent: 11/25/2020. Investigation summary : the analysis results showed that one gst60b reload was received damaged and partially fired 1/16, with the pan partially dislodged from the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. It is possible that the damaged in the reload was due to an improper handling of the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic hepatectomy surgery, when severing hepatic pedicle tissue on the first firing, after fired, noted some staples were malformed with irregular shape (with straight leg). Changed to new one to complete surgery (used suture to oversaw). There was no patient consequence reported. No additional information can be provided.